Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). A device history review (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The report indicates that the: part #497.106 / lot #6011912, manufacturing site: (B)(4), manufacturing date: 05-mar-2009. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that on (B)(6) 2012 the patient underwent surgeries for the following: two (2) stabilizations were performed. Hybrid type veptr (size 10) was applied, ranging from the left 5th lib to the ileum. Hybrid type veptr (size 7) was applied, ranging from the left 7th lib to the 3rd lumbar spine. On (B)(6) 2012, a decrease in mep was noticed. On (B)(6) 2012, the poser-operative infection on the wounded area was confirmed. A necessary treatment (unknown treatment details) was performed. The patient's outcome was reported as well. This complaint involves (16) parts. Patient¿s past and future histories are captured and linked in these complaints: 1 of 3 (B)(4). This report is 4 of 16 for (B)(4). This complaint involves 1 part.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.